Event description:
It was reported that patient enrolled in a clinical study underwent total hip arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2007 due to infection. It was further reported that patient underwent a radical debridement procedure on (B)(6) 2009. All products were removed and a girdlestone-type procedure was completed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported a patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date in 1998. Patient underwent a lower cable removal procedure on an unknown date in (B)(6) 1999 and an upper cable removal procedure on an unknown date in (B)(6) 2001. Subsequently, patient underwent a radical debridement procedure on (B)(6) 2002. It was further reported patient underwent an arthrotomy on (B)(6) 2005. Patient underwent a radical debridement procedure on (B)(6) 2006. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2007 due to infection. It was further reported that patient underwent a radical debridement procedure on (B)(6) 2009. All products were removed and a girdlestone-type procedure was completed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date due to infection. Patient underwent a reimplantation procedure on (B)(6) 2006. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2007 due to infection. It was further reported that patient underwent a radical debridement procedure on (B)(6) 2009. All products were removed and a girdlestone-type procedure was completed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-04966 & 2014-03026 / 03027).